Event description:
The international customer reported the unit would not turn on via ac power. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. During evaluation, the service engineer reported the unit would turn on when ac power was disconnected and the unit operated on battery. The service engineer replaced the power management board to address and resolve the reported problem.